Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with an unreported blood glucose level and large urinary ketones of 2.7 mmol/l. The patient reportedly required treatment from a health care provided during hospitalization. Details of the alleged hyperglycemic event and treatment were not provided by the reporter. The reporter alleged the pump experienced loss of prime issues. Animas customer technical support made several attempts to follow up with the reporter for more detailed information; however, the reporter did not respond to animas' requests. Troubleshooting by animas customer technical support determined the loss of prime and subsequent blood glucose excursion were the result of a training/misuse issue; the cartridge was not being used per the product's instructions for use.